Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 700 mg/dl with diabetic ketoacidosis, large ketones, strong/fruity breath, rapid/deep breathing, abdominal pain, extreme drowsiness, blurred vision, extreme thirst, excess urination, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting, difficulty waking up, and confusion. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. The reporter noted the patient discontinued pump therapy and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device was returned to the manufacturer and investigated by product analysis on 08/09/2017 with the following findings: review of the black box data and pump history revealed the basal history for (B)(6) 2017 appears to be inaccurate due to a 0.00 u per hour basal program on (B)(6) 2017 at 14:27 until (B)(6) 2017 at 22:54. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.